Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving several shocks by the device. Review of egms showed inappropriate shocks were caused by atrial fibrillation with high ventricular response. Extended charge time was also noted. The device was reprogrammed to address the inappropriate shocks. No further intervention was made, patient will be followed-up routinely.